Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had dangerous low blood sugars since using this pump and took emergency medical assistance. The low blood glucose was treated with glucagon. It was unknown whether the auto mode feature was on or not. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr. Unomed.inf.set.